Event description:
Patient reported their dentist has them seeing a periodontist due to them having periodontal disease directly related to byte aligners based on timing of starting the aligners and issues. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.